Manufacturer narrative:
E. (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has low tidal volume, the device prompts low leakage, and the high pressure is insufficient. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Suggesting checking the flow sensor. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" will handle the service call/incident. Attempts have been made to try to obtain further information about patient use, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.